Event description:
It was reported that the patient underwent an initial implantation of the incore lapidus system on (B)(6) 2023. After 11 months from the intial, the surgeon found that the screw of the inner side was fractured. Then revision surgery was performed on (B)(6) 2024 and all implants that were implanted at initial were removed.

Manufacturer narrative:
If additional information is received that changes the outcome of the investigation a follow-up report will be filed.